Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during surgery for bullous retinal detachment with several tears, a spontaneous choroid detachment occurred. This was resolved by the surgeon without further occurrence. Just after the choroid detachment, a system message was displayed, and the system switched to security mode and became inoperable. They tried to reboot the system five times unsuccessfully. They changed the cassette but still were not able to reboot the system. An alternate system was brought in to complete the procedure. Three additional entries were made in the pt's eye due to a difference in the gauge of the devices used with the alternate system. This led to retinal incarceration in the sclerotomy holes, and required the surgeon to perform a local "retinotomy". There was a 20 minute delay in the procedure. Samples were not kept as they felt they posed a risk based on the pt's history of alcoholism and hepatic failure.